Manufacturer narrative:
The samples were serum. A bci field service engineer (fse) discovered that the pick-up straw in the supply container of detergent b tank had been pulled out and topped up with wash solution by the laboratory personnel and the tubing was not correctly positioned when they replaced the tank. Fse correctly re-positioned the pick-up straw. Root cause for this event was insufficient cleaning of the cuvettes/mixer bars due to incorrectly positioned pick-up straw in the concentrated wash solution on the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high creatinine results generated by au2703-03 chemistry analyzer. Patient results were reported out of the laboratory. Patient's creatinine means were approximately three times higher than expected; however, no flags were generated as the results were within the assay dynamic range. Patient was redrawn. MDR 2050012-2011-00195 was submitted for the malfunction portion of this event. Reports 2050012-2011-00188, 2050012-2011-00189, 2050012-2011-00190, and 2050012-2011-00192 have been submitted for the other patients associated with this event.